Manufacturer narrative:
Initial.

Event description:
It was reported that a caregiver observed a dexcom g7 continuous glucose monitor (cgm) sensor pairing failure to the ilet, resulting in no sensor glucose readings on the ilet. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin with no health impact. User support included technical support troubleshooting and user education, including a sensor restart, and toggling sensor settings with confirmation of the pairing code. Investigation of this case revealed a communication and pairing failure between the cgm and the ilet, consistent with a sensor transmitter-to-receiver connectivity issue in the communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or component failure related to device pairing.